Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic symptomatic with syncope. The patient had pauses under telemetry on ECG with intermittent rv capture threshold. There were stored episodes of non-sustained rv oversensing showing ventricular oversensing. Noise was not reproducible. It is suspected that the lead was interacting with a previously abandoned lead. The lead was explanted when repositioning was unsuccessful. The lead will not be returned for evaluation.